Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) drawer was not opening. A field service engineer found that the srm intermittently failed to read the closed position. The engineer powered down the station and replaced the latch assembly and wiring harness to resolve the issue. After rebooting, the engineer confirmed that the srm functioned normally in the application and tested successfully in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple smart remote manager failed drawer messages were displayed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.